Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, replacement of the turbine module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. The turbine module generates compressed air and delivers air to the inspiratory gas. A faulty turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to the turbine module.